Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and current blood glucose was 307 mg/dl. The blood glucose was over 300 mg/dl and 328 mg/dl. Customer changed out the set and this morning had trouble with the sensors. Customer reported the following symptoms related to their high blood glucose were shortness of breath earlier today and a pretty nasty headache. Customer declined troubleshooting for it. The device will not be returned for analysis.